Event description:
It was reported the patient experienced inadequate stimulation on their life side with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention took place wherein one lead was explanted and replaced. Effective stimulation was achieved. Investigation was unable to determine which of the leads was ineffective.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: t00005621. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.